Event description:
Event involves problem with corpak croflo peg kit with enfit connectors. This report is an example of a trend of complications arising from the risk of enfit products becoming stuck and requiring add'l interventions/procedures to remedy. Pt's g-tube has broken since they started using enfit tubes. It has broken in the same place each time, under the port where the feeding is connected. Each time this happens feeds are delayed and they need to get a new peg insertion kit from the operating room in order to remove the one small piece needed for the repair. The piece is not available by itself. The pt has made one emergency room visit and two rn visits to repair previous breaks. The most recent break was (B)(6) 2019. MFR is aware of the problem. FDA safety report ID# (B)(4).